Event description:
Caller reported a cartridge alarm 20 during pumping on (B)(6) 2025. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reloaded their existing cartridge and was able to successfully resume insulin therapy, resolving the issue.